Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's system was diagnosed with abnormal impedances. Surgical intervention was undertaken wherein it was determined that the impedances cleared with replacement of the ipg. As a result, the ipg was explanted and replaced during the procedure to resolve the issue.